Event description:
User states five or six pt samples were running high for potassium. Two pt examples were provided. Samples were repeated on a second analyzer. Pt 1, initial result 5.8 mmol/l, repeat 4.1 mmol/l. Pt 2, initial result 8.5 mmol/l, repeat 3.7 mmol/l. No erroneous results were released. Patients were not treated on initial results. The field service representative determined a faulty ise syringe to be the cause and replaced the ise syringe unit. Performance tests were performed.